Event description:
This valve was explanted due to pv leak confirmed by tee. According to the op report, at explant, "large" leaks were observed on both commissures" (it is unknown if the surgeon is referring to the recessed pivot areas or the outer diameter near the pivot guards) of the valve. "Some" calcium was also observed in the atrium. The valve was replaced with sjm 27m-501 utilizing a "minimally invasive technique". An intraoperatively echo demonstrated the replacement valve had "excellent" function with no pv leak.